Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that it was reported that a revision surgery was performed due to instability. It is noted, the implant will not be received and no further information is available. Without any supporting medical documentation, the reported event cannot be assessed and a thorough medical assessment cannot be performed. In the event the medical/clinical records are received, the clinical task will be re-opened and a thorough assessment will be rendered at that time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes of this event could include a device fit or sizing issue.

Event description:
It was reported that a revision surgery was performed due to instability. Femoral and tibial implants were tested for looseness and were found to be well fixed. Poly was exchange.

Event description:
It was reported that a revision surgery was performed due to instability. Poly was exchanged.